Event description:
It was reported that during a rotational atherectomy procedure, a wire break and dissection occurred. The 15mm, 75% stenosed lesion being treated was located in the severely calcified, tortuous mid left anterior descending artery (lad). Prior to advancement of the floppy rotawire, the physician made two bends in the wire approximately 1 cm apart to assist in advancing the wire through the anatomy. The rotablator system was platformed at 150,000 rpms, and a 1.25mm burr was used at 145,000 rpms for 1 minute, and a 1.5mm burr was used at 147,000 for 46 seconds. Following removal of the burr, angiography was done and the floppy rotawire was intact. The atlantis sr pro ivus catheter was then removed, and during removal of the catheter, the floppy rotawire guide wire broke in the diagonal. Retrieval attempts were made with another manufacturer's snare, however, these attempts were unsuccessful. The retrieval attempts resulted in the dissection in the proximal diagonal. The patient experienced chest pain and timi 1 flow in the lad. The patient was then taken to surgery for a left internal mammary artery bypass to the lad. Patient status following surgery was stable, and the patient was eventually discharged. Cross reference MFR# 2134265-2009-00889 for medwatch on rotawire.

Manufacturer narrative:
There was no device malfunction and/or non-conformances alleged.